Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in the emergency room on (B)(6) about 8pm and left around 2 am due to high blood glucose and dehydration and value was 304 mg/dl, 583 mg/dl. The customer's blood glucose came down to 240 mg/dl and today morning it was 240 mg/dl later on blood glucose was 383 mg/dl. The customer treated their high blood glucose with bolus via insulin pump. The customer was wearing insulin pump during hospitalization. The customer also reported that they received no delivery alarm. The insulin pump will be returned for analysis.